Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 02/04/2025, intuitive surgical, inc. (Isi) received user facility report 2600320000-2025-8012 stating: the surgeon was performing a robotic low anterior resection and had gripped tissue in one hand and tried to use to the scissor to cut tissue and the scissor would not open or close, upon inspection it was discovered that there was a broken wire in the scissor. That scissor was removed from the field and replaced with a new one. No harm to the patient.